Manufacturer narrative:
A document and records review was performed on the reported lot. Documentation assessed includes: manufacturing, quality audit, production, raw material and device history records. This assessment found no anomalies that may have attributed to the reported issue; therefore the complaint could not be confirmed. Complaint sample was not returned therefore a product evaluation could not be performed. The cause of the reported complaint could not be determined. Information from this incident will be included in our product complaint and trend analysis.

Event description:
Consumer states that she opened the box to use a tampon and one tampon was moldy and two were yellowish. She opened the rest and threw all of them away. She stores them in her drawer in her bedroom. She did not use them and she has no samples to send us.